Event description:
It was reported that, during testing, a 980 ventilator generated a background fault. The service engineer (se) inspected the device and found a diagnostic code in the memory logs relevant to the reported issue; however, was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.